Event description:
This event was discovered when pmt initiated a review of a registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery.patient (f, yob 1968) was treated on 6/3/2021 for treatment of radiculopathy and disc herniation which involved implantation of a cavux cage-x and two ally bone screws bilaterally at l4-l5 and l5-s1. They were seen for two post-operative follow-up visits where they complained of persistent radiculopathy. On 7/29/21 the patient was treated with a revision procedure where additional decompression was performed at the right l4-l5 site. A foraminotomy and facetectomy was completed which required removal of the facet cage. It was noted that fusion was stable at the right l4-l5 facet and no device defect or malfunction was reported by the surgeon.